Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2017 the patient was admitted to hospital. Tulip filter was placed on (B)(6) 2017 as part of a thrombolysis procedure. On (B)(6) 2017, the patient had a dvt scan which showed some new clot and some chronic clot. He continued on anticoagulation medicine. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Based on the provided information an exact cause for this event cannot be established. However, deep vein thrombosis is a known adverse event for filter implant. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2017 subject was admitted to hospital. On (B)(6) 2017, subject was consented and cook günther-tulip¿ vena cava filter was placed on (B)(6) 2017. On (B)(6) 2017, subject had a dvt scan which showed some new clot and some chronic clot. He continued on anticoagulation medicine. Patient outcome: the event was reported as ongoing when the subject completed the study at his 1-month post retrieval visit on (B)(6) 2017. The pi considered this new dvt in the right femoral vein an expected event, possibly related to the ivc filter or index procedure.